Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the lead placement it was noted that the lead exhibited high pacing lead impedance, low peak value and high capture threshold. It was suspected that the connector pin could have been loose. Then, the echocardiography and CT were done but there is no indication of the perforation. The helix was retracted and the lead repositioning was attempted. That did not resolve the issue. The patient was after myocardial infarction, so the reported event might be related to the myocardial condition, but a possibility of the lead malfunction was also suspected. The lead was not used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.